Manufacturer narrative:
During follow-up with the physician, it was reported that the urinary retention symptoms had resolved about one month after the procedure. The actual coaptite lot was unknown; however, based on the customer order history, there are 3 possible lot numbers. A review of the device history records for each of these coaptite lots indicates that 1002310, 1002344 and 1002345 met specifications at the time of release. This event was not initially reported as a serious injury. Upon review of the regulations, it was not that this event should be reported. Bioform understands that this initial report is beyond the 30-day time frame.

Event description:
Dr. Reported that, a patient was injected with 4 syringes of coaptite for a urethral bulking procedure. This patient went into urinary retention about 24 hours after the procedure.